Event description:
Surgeon reports les was observed to be broken at the moment of implant (lens did not remain implanted). Surgeon alleges an astigmatism was induced during surgery due to use of a suture during this procedure.